Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time (B)(4).

Event description:
Update 2/23/16, 2/25/16, 3/4/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported a dislocation with fall on (B)(6) 2013 and that patient had previous dislocations. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 9, 2016.